Event description:
The customer contacted the kit booking specialist, ms (B)(6) asking a substitution for the broken item. No adverse consequences reported by the customer, no delay in the procedure. The surgeon completed successfully the surgical procedure with another item available in the theater.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Lot code for the reported device was requested, but not made available. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.